Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and the right ventricular (rv) lead exhibited oversensing. The ra and the rv lead remain in use. No patient complications have been reported as a result of this event.